Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14389 and 2938836-2019-14391 it was reported that the week of (B)(6) 2019 the patient presented with fever and redness at wound site. Cultures were done and indicated staph infection. The system was explanted on (B)(6) 2019 due to infection. The patient condition is stable.